Manufacturer narrative:
(B)(4). Date sent: 08/10/2020. Additional information was requested, and the following was received: 1. Does this mean that some of the staples were malformed? Yes. 2. Does this mean that the device partially fired; started to deploy staples and cut but could not be completed? Yes. 3. Was the cut line complete with staples missing from the staple line (incomplete staple line)? Yes.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by, the ¿distal site reload is not formed?¿ does this mean that some of the staples were malformed? Does this mean that the device partially fired; started to deploy staples and cut but could not be completed? Was the cut line complete with staples missing from the staple line (incomplete staple line)? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when the doctor fired the device, the distal site reload was not formed. There were no patient consequences. No additional information is available at this time.